Event description:
The ge oec 9800 fluoroscopy system had a vertical column lift failure. Vertical lift would not function.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.